Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1137500. Medical device expiration date: 2022-05-31. Device manufacture date: 2021-05-17. Medical device lot #: 1158563. Medical device expiration date: 2022-06-30. Device manufacture date: 2021-06-07. Medical device lot #: 1209056. Medical device expiration date: 2022-07-31. Device manufacture date: 2021-07-28. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was stopper creep out or loose closure and under-fill or low draw of a tube with blood. The stopper event occurred 82 times. The underfilling event occurred 3 times. The decapping issue event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube had stopper creep out and low draw issues. Due to loose rubber plug, after blood collection in the sorting machine tube the cap came off, resulting in pollution."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was stopper creep out or loose closure and under-fill or low draw of a tube with blood. The stopper event occurred 82 times. The underfilling event occurred 3 times. The decapping issue event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube had stopper creep out and low draw issues. Due to loose rubber plug, after blood collection in the sorting machine tube the cap came off, resulting in pollution."

Manufacturer narrative:
H6: investigation summary bd received twenty (20) samples, three (3) photos, and one (1) video for investigation. The video was reviewed and the indicated failure mode for stopper creepout/ decapping was observed for lot 1137500. The other two lots were not observed in the video and could not be confirmed. The photos were reviewed and the indicated failure mode for underfill was observed for all three lots. Additionally, the customer samples were evaluated by functional testing and the issues of underfill and stopper creepout/ decapping was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper creepout/ decapping for lot 1137500 and underfill for all three lots. Bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions (CAPA) 1875009. Bd was not able to identify a root cause for the indicated failure mode of underfill.